Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they turn stimulation on it changes their mood. It was stated that they currently have the deep brain stimulation (dbs) off because they can't stand the depression it causes. The patient further noted that 2-3 weeks prior to date notified they were rushed to the hospital for an EKG, with stimulation turned off at that time and them opting not to turn stimulation on again. It was also mentioned that the patient has ms and are very disabled. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is dystonia and movement disorders.